Event description:
The surgeon used the first device to make a pouch in the esophogus. The surgeon then used a second, different device and inserted the tip to close the lumen, fired and removed the device. When tested by hand, the surgeon found the staples did not shape well (incomplete closure). The procedure is completed by suturing by hand. The procedure was extended by more then one hour, with the abdomen and the thorax opened as well.